Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -9.5, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -9.5 diopter into the patient's left eye on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault and a new shorter lens was implanted the same day in a different surgery. The problem was resolved. (B)(4). Device evaluation: lens was returned in liquid in a vial in a ziploc bag. Visual inspection found no visible damage to lens. Claim#: (B)(4).